Event description:
On (B)(6) 2013, a reporter contacted lifescan alleging that they were experiencing shorter than normal battery life with their device. This complaint is being reported because it was not resolved with troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/25/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/2/2013 and 10/16/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.